Event description:
A pt had an anaphylactic reaction in 2003 after a cystoscopy procedure with a scope that had been disinfected in cidex opa solution. The pt states while on their way home their skin began to itch and they developed a rash on their trunk associated with a fullness in their throat. The pt went to the emergency room and was given 50mg of benadryl and 125mg of solu-medrol intravenously and then discharged 3 hours later in stable condition. The pt had a similar reaction following a cystoscopy in the past. According to the pt, it was felt that the previous reaction was perhaps due to lidocaine.